Event description:
Coiling treatment of the gastroduodenal artery. It was reported that during coil positioning, the coil prematurely detached partially within the catheter and the artery. The coil was pushed in the common hepatic artery and retrieved with a snare successfully. No patient injury reported.

Manufacturer narrative:
It was reported the device involved in the event will not be returned for evaluation as it was discarded. (B)(4).